Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, key tip of the driver broken in surgical procedure. No fragment of the instrument remaining in the patient. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis: visually confirmed approximately 3 mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Optical fracture surface analysis reveals a fairly flat fracture surface and circular material displacement, consistent with torsional overload. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.